Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get a broken one pulled') and pelvic pain ('got vaginal hysterectomy/pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("I currently have pain on lower left side of my back that to the ER was a strained muscle and its causing me limp."), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot."), pruritus ("itchy"), food allergy ("food allergies"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), polymenorrhoea ("frequent menses"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal) and surgery (vaginal hysterectomy, ovaries left, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus, uterine leiomyoma, food allergy, dysmenorrhoea, menorrhagia, polymenorrhoea, fatigue, alopecia and vaginal discharge outcome was unknown. The reporter considered alopecia, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, fatigue, food allergy, gait disturbance, menorrhagia, muscle strain, pelvic pain, polymenorrhoea, pruritus, uterine leiomyoma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids, muscle strain, pruritus and food allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: new events were added: device removal replaced with pelvic pain., dysmenorrhea, menorrhagia, frequent menses, fatigue, hair loss, vaginal discharge and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get a broken one pulled') and medical device removal ('got vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("I currently have pain on lower left side of my back that to the ER was a strained muscle and its causing me limp."), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot."), pruritus ("itchy") and food allergy ("food allergies"), underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal) and surgery (vaginal hysterectomy, ovaries left). Essure was removed. At the time of the report, the device breakage, medical device removal, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus, uterine leiomyoma and food allergy outcome was unknown. The reporter considered back pain, bacterial vaginosis, device breakage, food allergy, gait disturbance, medical device removal, muscle strain, pruritus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids, muscle strain, pruritus and food allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event fibroids added. On 23-mar-2020: fu5 process: social media received. New event food allergies was added. Reporter was added. On 23-mar-2020: social media received. New event get a broken one pulled was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get a broken one pulled') and medical device removal ('got vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("I currently have pain on lower left side of my back that to the ER was a strained muscle and its causing me limp."), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot."), pruritus ("itchy") and food allergy ("food allergies"), underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal) and surgery (vaginal hysterectomy, ovaries left). Essure was removed. At the time of the report, the device breakage, medical device removal, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus, uterine leiomyoma and food allergy outcome was unknown. The reporter considered back pain, bacterial vaginosis, device breakage, food allergy, gait disturbance, medical device removal, muscle strain, pruritus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids, muscle strain, pruritus and food allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get a broken one pulled') and pelvic pain ('got vaginal hysterectomy/pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("I currently have pain on lower left side of my back that to the ER was a strained muscle and its causing me limp./lower back pain"), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot."), pruritus ("itchy"), food allergy ("food allergies"), dysmenorrhoea ("dysmenorrhea/painful periods"), menorrhagia ("menorrhagia/prolonged periods/excessive menstrual bleeding"), polymenorrhoea ("frequent menses"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), genital infection female ("gynecological infection ") and vaginal infection ("vaginal infection") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal) and surgery (vaginal hysterectomy, ovaries left, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus, uterine leiomyoma, food allergy, dysmenorrhoea, menorrhagia, polymenorrhoea, fatigue, alopecia, vaginal discharge, menstruation irregular, menstrual disorder, abdominal pain, abdominal distension, memory impairment, genital infection female and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, fatigue, food allergy, gait disturbance, genital infection female, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, muscle strain, pelvic pain, polymenorrhoea, pruritus, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids, muscle strain, pruritus and food allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: summons received. Reporter information added. Events: irregular periods, abnormal menstrual bleeding, severe abdominal pain, bloating, forgetfulness, gynecological/vaginal infection added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get a broken one pulled') and pelvic pain ('got vaginal hysterectomy/pain') in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, grand multiparity and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("I currently have pain on lower left side of my back that to the ER was a strained muscle and its causing me limp./lower back pain"), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot."), pruritus ("itchy"), food allergy ("food allergies"), dysmenorrhoea ("dysmenorrhea/painful periods"), menorrhagia ("menorrhagia/prolonged periods/excessive menstrual bleeding"), polymenorrhoea ("frequent menses"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), genital infection female ("gynecological infection ") and vaginal infection ("vaginal infection") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal) and surgery (vaginal hysterectomy, ovaries left, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus, uterine leiomyoma, food allergy, dysmenorrhoea, menorrhagia, polymenorrhoea, fatigue, alopecia, vaginal discharge, menstruation irregular, menstrual disorder, abdominal pain, abdominal distension, memory impairment, genital infection female and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, fatigue, food allergy, gait disturbance, genital infection female, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, muscle strain, pelvic pain, polymenorrhoea, pruritus, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: right side 4 coils left side 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids, muscle strain, pruritus, menorrhagia and food allergy. Most recent follow-up information incorporated above includes: on 28-dec-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get a broken one pulled') and pelvic pain ('got vaginal hysterectomy/pain') in a 30-year-old female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea, grand multiparity and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("I currently have pain on lower left side of my back that to the ER was a strained muscle and its causing me limp./lower back pain"), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot."), pruritus ("itchy"), food allergy ("food allergies"), dysmenorrhoea ("dysmenorrhea/painful periods"), menorrhagia ("menorrhagia/prolonged periods/excessive menstrual bleeding"), polymenorrhoea ("frequent menses"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), genital infection female ("gynecological infection ") and vaginal infection ("vaginal infection") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal) and surgery (vaginal hysterectomy, ovaries left, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus, uterine leiomyoma, food allergy, dysmenorrhoea, menorrhagia, polymenorrhoea, fatigue, alopecia, vaginal discharge, menstruation irregular, menstrual disorder, abdominal pain, abdominal distension, memory impairment, genital infection female and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, fatigue, food allergy, gait disturbance, genital infection female, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, muscle strain, pelvic pain, polymenorrhoea, pruritus, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: right side 4 coils, left side 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids, muscle strain, pruritus, menorrhagia and food allergy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("I currently have pain on lower left side of my back that to the emergency room (ER) was a strained muscle and its causing me limp."), gait disturbance ("strained muscle and its causing me limp"), muscle strain ("strained muscle and its causing me limp"), bacterial vaginosis ("I had to deal with bv lot.") And pruritus ("itchy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with resuscitation (essure removal). Essure was removed. At the time of the report, the medical device removal, back pain, gait disturbance, muscle strain, bacterial vaginosis, pruritus and uterine leiomyoma outcome was unknown. The reporter considered back pain, bacterial vaginosis, gait disturbance, medical device removal, muscle strain, pruritus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were reported via social media: fibroids. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event fibroids added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.